Event description:
Customer reports lancet does not retract back into the softclix device (unknown if malfunction occurred before or after firing the device). No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.